Event description:
In the electrophysiology lab the pt was being treated for atrial flutter, right side. During the carto rmt mapping and ablation phase, the carto display froze for 2-3 seconds and the position of the catheter could not be visualized realtime. Ablation was occurring at the time this happened. When the screen 'unfroze' it was noted that the catheter had moved a few mm's, to the av node and burning had occurred, producing complete heart block. Pt will be dependent upon a pacemaker due to inadvertent ablation of the av node. Service records show that this 'freezing of the carto screen' has been an issue on several occasions, to which biosense has investigated and has not been able to reproduce the problem. However, this is the only reported pt injury that we have encountered.